Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving less medication than intended. At an unspecified time, line a of the device was programmed to deliver an unspecified volume of 10% dextrose, at a rate of 6.5ml/hr, and the delivery was started. The customer contact indicated that "the patient's IV site was positional and required multiple interactions with stopping and restarting the pump, re-taping the IV site, and repositioning the extremity." At an unspecified time, a routine blood glucose level was drawn with results reported as 32mg/dl. At this time, the nurse noted that the device displayed a rate of 0.5ml/hr, instead of the intended rate of 6.5ml/hr. The physician was notified. The patient was treated with an unspecified length of time, a blood glucose level was drawn with results reported as 54mg/dl. At an unspecified time, the therapy was resumed using the same device. The customer contact indicated the patient was discharged home on an unspecified date. Following a review of the device history, the customer contact stated that "this was a programming error on the part of the rn's part." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. The device history was downloaded at the user facility. A review of the device history indicates that on (B)(6) 2011 at 1405, line a was programmed to deliver at a rate of 6.5ml, with a vtbi (volume to be infused) of 13ml, and the delivery was started. At 1424, the device alarmed with an n186 (distal occlusion) alarm, and the delivery was restarted. Between 1424 and 1546, line a was reprogrammed to deliver at a rate of 6.5ml.hr, with a vtbi of 13ml, and the delivery was restarted. At 1654, the device alarmed with n186. The alarm was silenced. At this time, the device was reprogrammed to deliver at a rate of 0.5ml/hr instead of the intended rate of 6.5ml/hr, and a vtbi of 5.7ml. At 1656, the device alarmed with n186 and the delivery was restarted. At 1842, the device was reprogrammed to deliver at a rate of 6.5ml/hr with a vtbi of 4.8ml, and the delivery was started. At 1900, the device alarmed n186. At 1901, the delivery was restarted. At 1925, the delivery was complete. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.